Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- catalyst ide study, patient site ID: (B)(6). It was reported that in (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The eft atrial appendage (laa) depth was 20mm and amulet sizing was determined by - 2d transesophageal echocardiogram (tee/toe). During procedure, the activated clotting levels (act) were 266s and heparin was administrated. The imaging used in the procedure was intracardiac echocardiography (ice) and the amulet was successfully implanted. On 19 march 2025, a three month follow up was conducted and a 16x13x10mm widely sessile thrombus was noted on the device. Low molecular weight heparins (lmwh) medication was given for one week and after rivaroxaban. Next tee will be on (B)(6) 2025.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, a cause for the reported patient device interaction problem with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a